Event description:
Caller reported an issue with a continuous glucose monitor (cgm), specifically noting error 42 and a change in the display. There was no adverse impact to the customer's blood glucose level. With assistance, the customer successfully rejoined the sensor session and restarted the cgm without needing to reset the pump.